Event description:
The customer returned the Olympus Gastrointestinal Videoscope to the service center for a separate issue. During the analysis, the repair center found the c-cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. The device evaluation found the c-cover of the Olympus Gastrointestinal Videoscope was burned.Based on the results of the investigation, the probable cause was a high-energy treatment device was used without ensuring a sufficient distance from the tip.The date of the event is unknown.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026, to July 27, 2026, which may result in a delay of receipt of all of the acknowledgements.